Event description:
Info received indicates two of the casters are locked and will not roll easily. The casters have a flat spot on the wheel from pushing the bed down the hall.

Manufacturer narrative:
The account replaced the left foot steer caster and right head brake caster to repair the bed.